Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the machine is not getting on.there was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-02853.